Manufacturer narrative:
Regarding this event, olympus medical systems corp. (Omsc) submitted the initial MDR (# 8010047 - 2017 - 01433), but omsc could not confirm the FDA received it. Then, omsc submitted this report on another system. After that, omsc confirmed the acknowledgement that the FDA received the MDR(# # 8010047 - 2017 - 01433) submitted first. Therefore, omsc retracted this report.

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that the video image of the subject device became abnormal when the subject scope inserted into the patient through the trocar during a laparoscopic colon transversum surgery. The user facility withdrew the subject device, and completed the intended procedure by exchanging the device. There was no patient injury reported.